Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3055 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after inserting the tube, the nurse found that the tube connector could not be connected. No other information was provided.